Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .175; lockout functional, yes and number of clips fed and formed, 5. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the instrument ejecting clips or with the formation of the clips. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 was ejecting unformed clips when the device was fired. Another er320 was opened to complete the procedure.